Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Customer's blood glucose was 299 mg/dl. Customer reportedly treated with a pen. The alarm was a past event, resolved with a set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.